Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a distal aortic arch aneurysm using two gore® tag® thoracic endoprostheses (tgt4020/8440596 and tgt4020/8479374). Prior to the stent grafts being implanted, right common carotid-left common carotid artery bypass was performed to maintain blood flow to the left common carotid artery (lcca). Two stent grafts were then deployed proximal to the lcca. The procedure was concluded without endoleaks present. On (B)(6) 2011, the patient was discharged of the hospital. On (B)(6) 2011, in one-month follow-up study, aneurysm diameter was 61mm. Endoleaks were not present. On (B)(6) 2011, in six-month follow-up study, aneurysm diameter had shrunk to 59mm. Endoleaks were not present. On (B)(6) 2012, in one-year follow-up study, a proximal type I endoleak was revealed. Aneurysm diameter was 61mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in two-year follow-up study, the proximal type I endoleak resolved. Aneurysm diameter was 61mm. On (B)(6) 2014, in three-year follow-up study, aneurysm diameter had enlarged again to 67mm. Endoleaks were not present. Reintervention was not performed to repair the aneurysm enlargement.